Event description:
In 2009, the patient reported that occasionally he must press the button (up or down button not specified) multiple times to get it to respond. He noticed this 1-2 months ago. He stated that he has experienced elevated blood glucose as a result of the defective button. He stated that when his blood glucose is high his speech becomes slurred and he can "smell" if it is over 300 mg/dl. He stated that he has reviewed the bolus history to confirm boluses were delivered and the bolus will be missing from the list. He stated that the infusion device has not been dropped or exposed to water. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.